Event description:
It was reported that during laparoscopic procedure, the surgeon operating had difficulties in attempting to remove the clip applier after the clip had closed a vessel. The device is being kept at the facility for further investigation. There are no reported clinical consequences.